Event description:
The patient is intubated with etco2 monitoring. Etco2 was wet and not working. While trying to remove from ett, unable to remove. Infant vent tubing also came undone at round base (swivel), unable to snap back into place without it repeatedly snapping off. While respiratory therapy was putting on new circuit, new etco2 and in-line suction was going to be replaced. While attempting to remove ett connector from ett old connector snapped in half with small piece remaining in ett. Able to pop out piece within seconds and new set up in place. There was no harm to the patient, broken piece popped out of the ett when staff tried to cut the ett. A new inline was placed and patient put back on the ventilator without issue.